Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and bolus anomaly from the insulin pump. The customer's blood glucose reading was 546 mg/dl. The customer stated that he tried to deliver a bolus and it would not let him. The customer delivered a bolus of 0.100 units and recorded in the bolus history. The customer was assisted with delivering a 9 unit bolus. The customer was advised to check blood glucose again in 15 minutes if it does not go down. The customer was advised to call back to troubleshoot.